Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no instrument was returned to depuy synthes for investigation. The photo investigation found enough evidence to confirm the breakage reported allegation, it is reasonable to assume the device will not hold it's mating component due to the breakage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that while attempting to broach using the c stem da straight broach handle, the broach handle catchment on the side of the broach which allows for the broach to lock into place has broken. This caused the broach to stay in the canal due to not being able to lock on.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.